Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary diagnostic procedure which was delayed. The user used the righter most pedal and switched to the wireless footswitch to continue the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. The fse visited onsite and upon functional testing, the fse confirmed that the wired footswitch would not fluoro and it need replacement. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis however, the replacement of the wired footswitch by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.